Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: investigation result will deduce the following causes. It was assumed that this event occurred when external force was applied by hitting or attracting the spot during transportation, storage, use, cleaning, etc. This event can be prevented by observing the items listed in the instruction manual. Therefore, it is assumed that this event was caused by the user's handling. It was assumed that this event occurred when external force was exerted by strong rubbing or bumping on the area during transportation, storage, use, cleaning, etc. This event can be prevented by observing the items listed in the instruction manual. Therefore, it is assumed that this event was caused by the user's handling. The legal manufacturer checked the content of the instruction manual regarding gf-uct180, the following is stated. It is judged that the event pointed out can be prevented by this. Important information ¿ please read before use warnings and cautions (p.7) warning "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
The device was repaired and returned to the customer. A supplemental report will be submitted if additional information becomes available following investigation.

Event description:
The device was returned to the olympus repair center by the customer. During evaluation, the repair found a cut on the probe unit. There was no patient involvement; the reportable malfunction was identified during service.